Manufacturer narrative:
E: phone number ext:(B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Fluid ingression was found on the downstream occlusion (dso) sensor and seal. The fluid ingression was the cause of the issue. The dso sensor, bezel and seal were replaced to fix the issue.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement/patient harm reported.